Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterus perforation'), seizure ('seizures') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injuries"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and nervous system disorder ("neuro condition/problem"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, seizure, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, urinary tract disorder, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2012. Patient received treatment for- psych injury, perforation, urinary problem,bladder infect, uti and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received event injury to herself removed and new events fallopian tube perforation, uterine perforation,seizures, bleeding, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), pelvic pain, abdominal pain, psychological injuries, urinary tract disorder, bladder infection, urinary tract infection, vaginal discharge, nausea and neuro condition/problem were added. Patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.